Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after the ilet was disconnected and later reconnected, during which a second meal announcement was entered; after confirming insulin delivery was functioning, the user was advised not to perform catch-up meal announcements and to allow the pump to lower glucose. Symptoms included elevated blood glucose up to 400 mg/dl without acute complications. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included remote troubleshooting and user education on appropriate use following reconnection. Investigation of this case revealed no device malfunction and that the event was consistent with user practice contributing to high glucose after a disconnection and duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was use error and appropriate-use education.